Event description:
The patient received hemodiafiltration treatment in our outpatient clinic for uremia, using this dialyzer for the first time. Profuse sweating, nausea, vomiting, dark complexion, and blood pressure 78/52 mmhg occurred 29 minutes after initiation. Dexamethasone sodium phosphate injection was administered for anti-allergy treatment, and 50% glucose injection, mannitol injection, and 0.9% sodium chloride injection were given to expand blood volume. The patient's blood pressure gradually increased and symptoms were relieved.